Manufacturer narrative:
One device was returned for investigation. Wear and tear were found on the device and when testing was done, the leaking issue was confirmed. Root cause was traced to user error.

Event description:
It was reported that the device was leaking and there was a crack on the bottom of the rear enclosure.